Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 300 series g310 they allege that the handpiece overheated, melted the cradle with the insert in it, and the water leaking out the back of the unit, they smelled it getting hot, no injury resulted.

Manufacturer narrative:
Hpc lot # - 03190. St lot # - 202303. Edh dsp/if/ic/scan board damaged. The sides of the display screen is cracked, damaged solenoid, cannot regulate water flow built up debris in the hpc harness, debris in the water filter. Check the calibrations the unit will be repaired upon estimates approval. The hpc holder is burnt. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.